Event description:
It was reported the lead had high impedance values. X-ray images did not show migration. Patient underwent surgical intervention regarding this issue on (B)(6) 2018 and it was discovered that both tails of the lead were severed at the ipg pocket site. The lead was replaced and effective therapy was restored.